Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of regulation (oor) was received on the patient programmer (pp). Out of range impedances were noted with c-1 impedances elevated at 2141 ohms. It was noted that in (B)(6) 2019 c-1 was 1225 ohms. As the patient was stated to be getting good therapy control with no side effects, the healthcare provider (hcp) determined they would monitor the patient to see if there are any further changes.